Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest. The patient reported that the garment rubbed against his skin creating a raw spot. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a lotion/ powder with cornstarch. However, the patient's skin irritation continued. The patient went to the pharmacy and asked the pharmacist with help finding a lotion for the irritation. The pharmacist recommended an unscented water-based lotion. The nurse applied the lotion to the skin daily and the irritation improved.